Event description:
No additional information.

Manufacturer narrative:
Samples and photos received for investigation. Through visual inspection, black foreign matter is observed on the tip of the syringe. Further evaluation was conducted, the foreign matter is identified as ink. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause of the non-conformance can be related with failures in marking process, specifically, the ink spots were caused by broken silk pads. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter translated from japanese to english: "ink adheres to the tip of the syringe. Ink adhesion was confirmed on about 1/10 of this lot at the time of receiving inspection."